Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Analysis of the returned device identified: weight to the spec, crease fold, wear abrasion and deformation. A visual and micro analysis was performed which identified: crease sharp opening, stress marks. Based on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible rupture."

Event description:
Healthcare professional reported left side "possible rupture". Device has been explanted.